Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft. Approximately three (3) years post-initial procedure, during a routine follow-up, the patient was identified with an endoleak type 3b and an aneurysm enlargement. The patient is scheduled for a re-intervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft. Approximately three (3) years post-initial procedure, during a routine follow-up, the patient was identified with an endoleak type 3b and an aneurysm enlargement. The patient is scheduled for a re-intervention. Additional information: a re-intervention was done. The physician elected to implant an alto main body, two (2) ovation ix iliac limbs and ovation prime fill polymer. The final patient status was reported as doing well and discharged to go home.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak and aneurysm enlargement are unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. It was reported that at index "placed only a mainbody graft and it lost seal in the neck, so it was a type 1a" (versus a type iiib endoleak), however, this could not be independently verified due to lack of imaging. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The additional endovascular procedure was confirmed. The final patient status was reported as doing well and discharged to go home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated b5 describe event or problem h6 health effect - clinical code; remove 1924 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.